Event description:
Customer was having problems with bent cannulas and no delivery alarms. Explained to customer possible causes of bent cannulas and how to avoid the problem. Customer also was admitted to the hosp due to dka.